Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument misfired several times resulting in clips falling inside the patient's anatomy. The customer had to retrieve clips from inside the patient during the same procedure. The customer replaced the medium-large clip applier instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report. This complaint will be classified based on the provided information at this time.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis did not confirm or replicate the reported event. Visual inspection of the instrument found no physical or cosmetic damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. A clip test was performed and the grips held and applied the clip without issue. The instrument was fully functional.